Event description:
The pt was implanted with an ams sparc on or about (B)(6) 2006. The pt was implanted with the sparc "with the intention of treating her stress incontinence." It was reported that as a result, the pt has experienced "serious bodily injuries, including extreme pain, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries," including permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.